Event description:
It was reported that when using the bd pyxis¿ anesthesia station es system had experienced fatal error. The customer stated that there was a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 24-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was caused by a communication failure related to adapter connection and cabling. A field service engineer confirmed that fatal db error where the application was not launching. Rebuilt the database and executed a full data synchronization. Observed that all drawers were not detected on the bus and deployed a firewall package, with no improvement. Identified that pas station drawers remained off the bus due to adapter 2 losing connection. Reseated all cables at the dock and communication sled to restore connectivity. The system functioned as intended after the field service engineer repaired the device.